Event description:
The customer reported that the femoral artery branch was inadvertently ligated during the surgery. The pa was able to repair the artery without any additional complications. The incident reportedly occurred in 2001. Based on the customer comments, no product failure or malfunction occurred. The device was disposed of at the facility since it had functioned to specification.